Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 35mm taa . It was reported that during the index procedure, a non mdt sheath was inserted into the narrow blood vessel , the valiant captiva was then attempted to be inserted , but it could not go up, resulting in external iliac artery damage. After this was repaired, a non mdt stent graft which had been prepped as a back-up was implanted successfully. Per the physician the cause of the positioning difficulties was patient vascular morphology. It was noted the blood vessel was clean without calcification or tortuosity , so it was believed the stent graft would go up but it was probably a fragile blood vessel also. After the surgery , it was checked and was noted that the external iliac artery had already been damaged when the non mdt sheath was inserted. It was said the relationship between the valiant captivia and external iliac damage is not clear. The physician believed the artery was probably damaged (a slight drop in blood pressure when inserted and removed) when the initial non mdt sheath was inserted, but the damage was clearly confirmed (decreased blood pressure and confirmed the site of damage using contrast media) after the valiant captivia was removed because it did not go up. No additional clinical sequalae were provided and the patient is fine.